Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was implanted during an unknown procedure performed on (B)(6) 2017. According to the complainant, the patient experienced pain since the implantation of the device. On (B)(6) 2017, during the vaginal examination, a small portion of the mesh was felt protruding in urethral area. The physician ordered daily application of oestrogen cream to try to heal the skin over the area. Patient has been scheduled for a follow-up consultation. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.